Manufacturer narrative:
Event date is approximated as the site did not have the exact date the issue occurred. The device was not returned, so no analysis was completed. The site replaced the fuses and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site was having issues with their mobile view station (mvs) blowing fuses. There was no patient present when this issue was identified.